Manufacturer narrative:
Catheter: model # 8731sc, lot# n120835014, implanted: (B)(6) 2008, explanted: unknown.

Event description:
It was later reported that the patient underwent a pump replacement for motor stall and prophylactic removal of pump to avoid in-vivo battery depletion. There was no patient injury.

Event description:
It was reported there was a confirmed motor stall in attention dialogue box. Motor stall recorded in event logs with motor stall recovery recorded. The motor stall occurred on (B)(6) 2011. The patient has not had any procedures around any magnetic fields. It was noted there was no therapy or medical problem and no return of symptoms. It was reported that the healthcare professional (hcp) planned to program the pump to the minimum rate mode and supplement with oral medication. The hcp also planned to contact the surgeon to discuss pump replacement. The drugs in the pump were morphine and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion; gear train anomaly.